Event description:
It was reported that the patient experienced device heating during one of multiple magnetic resonance imaging's (MRI) ordered for the patient. Ice was immediately placed on implant site after MRI. Patient is now reporting having 3rd degree burns at device site. No further information could be provided regarding this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).